Event description:
Related manufacturer reference number: 2017865-2024-71147. It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the right ventricular (rv) and right atrial (ra) leads were oversensing noise which led to pacing inhibition. Additionally, both rv and ra leads had an insulation damage. The rv and ra leads were capped and replaced on (B)(6) 2024. The patient was in stable condition.